Event description:
Procedure: lap appendectomy. According to the reporter: the endo gia misfired several additional sulu were applied to correct the problem.

Manufacturer narrative:
Initial report sent to FDA on 08/18/2009.